Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the device found leakage on rv ring. The leakage was traced to an anomaly within the hybrid circuitry. (B)(4). Failure (event) observed during analysis.